Event description:
It was reported that a patient presented in the hospital emergency room after receiving inappropriate atp and hv therapy. Atrial tachy with rapid ventricular response was observed. Reprogramming was performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.